Manufacturer narrative:
(B)(4).

Event description:
Procedure: reduction mammaplasty. According to the reporter: the patient experienced a superficial open area at the inverted t-junction on the left breast. There was no suture extrusion noted with possible relation to the device. No action was taken, new information from clinical affairs received on (B)(6) 2011, stated that the patient experienced wound dehiscence.